Event description:
The rptr indicated that he had called in one yr ago with a complaint that the device could not be inquired. He was calling to see if any recommendations had been written. A file regarding the complaint could not be found. The dr tried to inquire with box rx2000 and rx5000 programmers without success. The device will be replaced and sent in for analysis.

Manufacturer narrative:
Summary of analysis: the observed "no communications" was the result of a conductive epoxy bridge between the end clips of communication capacitor, c-24.